Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. However a photo of the stent was provided by the customer and it was noted that the stent was severely damaged with struts from the 6th most proximal row onwards distorted and stretched distally over the bumper tip. The stent also appears to have slightly moved distally as the struts on the proximal side are not securely crimped in their original position. A detailed analysis of the stent cannot be performed due to the quality of the picture provided. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent damage and movement on balloon occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was selected to treat the lesion. However, when the device was inspected, the stent has been pulled off the balloon at the distal end. The stent was not placed in the patient and was discarded. The procedure was completed with another of the same device. No patient complications were reported and the patient was recovering well.